Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration and high pressure. The ventilator was investigated on site by our field service engineer who detected the air gas module to be defective. The air gas module was replaced which solved the issue. No part was returned for investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration and high pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).